Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose of 2.8 mg/dl which was treated with food. It was reported that when customer is disconnected. Customer alleged the pump of over delivery because they claimed that insulin came out profusiously. It was also reported that insulin pump received a motor error alarm. Troubleshooting was performed and it was reported that the settings were correct, settings were accurate, and reservoir was showing the same amount of insulin as shown on the status screen. Customer would call back after carelink download was completed. Product is not expected to return for failure analysis.